Event description:
It was reported that the tip on the end of the ptd basket embolized to the pt's right lung during the procedure. The tip was retrieved using a snare. There were no additional complications.